Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm or blank display noted. The device was received with missing display window cover, scratched case, cracked reservoir tube retainer and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 188 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.